Manufacturer narrative:
It was reported that the shoulder pack¿s strap was torn. The shoulder pack was not returned for evaluation. A review of the manufacturing documentation confirmed that the shoulder pack met all requirements for release. The reported event could not be confirmed as the shoulder pack was not available for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged straps can be attributed, but not limited to wear and/or due to the handling of the pack. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the shoulder pack strap was torn. The shoulder pack was replaced. No patient complications have been reported as a result of this event.